Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer booted to a system error and software could not be updated due to this error; lem (link electronic module) printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported software update could not be performed. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.